Event description:
A nurse reported that a pt experienced peritonitis on an unk date in (B)(6) 2015, due to a break in aseptic technique. Limited info was provided for this safety report. There is no allegation against any fresenius product in relation to the reported event. As of (B)(6) 2015, it is unk if the pt continues to experience peritonitis, and it is unk if the pt continues cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.